Manufacturer narrative:
The evaluation of the left ventricular assist system (lvas) confirmed an issue that could have contributed to the report of pump stoppages and low flow alarms, which were observed in the submitted system controller log files. A distal end driveline repair was performed on (B)(6) 2018 and the replaced portion of the driveline was returned in a segment measuring approximately 11.5 inches. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and high-potential testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the pump stops and low speed events observed in the submitted system controller log file. The account reported that the patient had additional pump stoppages and low flow alarms following the distal end driveline repair. The pump was returned assembled with the driveline severed approximately 4.5 inches from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 38 inches. Initial electrical continuity testing of the returned portions of the driveline revealed that all wires were electrically intact. Metal braided shield breakdown was observed adjacent to the nipple of the pump housing and approximately 6.5 inches and 9.5 inches from the pump housing. Visual inspection of the underlying wires revealed breaches in the insulation of the orange, red, and brown wires adjacent to the nipple of the pump housing, exposing the inner conductors. The damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of the orange, red, or brown wires made contact with the metal braided shield while the system controller was connected to a tethered power source such as the mpu, the resulting electrical short to ground could have contributed to the pump stops and low flow events observed in the submitted system controller log files. In addition, if the exposed conductors of the brown wire made contact with the metal braided shield simultaneously with the red or orange wire, the resulting phase to phase short could have contributed to pump stoppages on any power source. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 1 year and 6 months. The patient remains ongoing on lvad support; however, a portion of the percutaneous lead was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad had motor stopped events. The log file was submitted to the manufacturer for review due to alarms and short-to-shield. No clinical symptoms were reported. Technical services confirmed two motor stopped events within the log file, which appeared to have occurred for a few seconds. This type of behavior had been previously linked to potential issues with the percutaneous lead. On (B)(6) 2018, technical services performed a distal end percutaneous lead (driveline) replacement, replacing the maximum length of the external driveline. Alarms were unable to be reproduced on a grounded patient cable post-replacement. On (B)(6) 2018, several low flows and pump stops were observed during lvad interrogation in the clinic by the healthcare professional. Technical services, confirmed the additional pump stops within the submitted log file and reported that the pump stops appeared to be caused by percutaneous lead short to shield. The patient had been discharged home with an ungrounded patient cable, but was instructed to remain on battery support. A pump exchange was planned for (B)(6) 2018, but, as of (B)(6) 2018 was postponed.

Manufacturer narrative:
Reportable event type updated. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6) 2018.